Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection, after which explant of the implantable pulse generator (ipg) system was attempted. While the patient did not appear to be pacer-dependent prior to the explant procedure, the patient became asystolic during the procedure, causing the explant to be abandoned. On a later day, ipg system explant was performed and a temporary pacing lead was implanted. Approximately ten days after implant of the temporary lead, a replacement ipg system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.